Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred in the past. Customer's blood glucose level was not impacted by the event. Reportedly, customer changed all supplies and successfully resumed insulin delivery.